Event description:
The account reported the right intermediate side rale will not latch. The bed was in the patient's room. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found a blanket had gotten caught between the right intermediate side rail and the mattress. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician removed the blanket to resolve the issue. Based on this information, no further action is required.